Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester did not know if the hemopro 2 was activated or not when the jaws were closed. The same unit was used to complete the procedure. The hospital did not report any patient effects. The product is not returning as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).